Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that upon inserting the sensor into the abdomen on (B)(6) 2019, the site started bleeding and because of that she passed out and hit her head on the floor. She was rushed to the hospital where she had 5 stitches to her chin. At the time of contact, she was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.